Event description:
A report was received that the patient was experiencing discomfort in the thoracic area. The physician has recommended that the precision system be explanted and for the patient to have an MRI.